Manufacturer narrative:
During the review of the device's event log, a ventilator inoperative code was observed. The ventilator inoperative condition was caused by the operator re-inserting the sd card multiple times causing the device to reboot, resulting in the ventilator inoperative condition. The ventilator's sd card was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. The device was not in pt use.